Manufacturer narrative:
Correction: d6b: field should be corrected to (B)(6) 2025.

Event description:
It was reported that the device was explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. Device interrogation revealed failure to interrogate on the pacemaker. The physician elected to explant and replace the pacemaker. The patient was in stable condition.

Manufacturer narrative:
Reported event of failure to interrogate was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Visual inspection of header did not find any anomaly related to the advisory. Analysis of device indicated that device was within normal range of operation. Device was able to be interrogated through rf and inductive telemetry. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.